Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/15/2024, the patient was doing okay in the morning but when his wife came home in the afternoon, he started to feel sick and nauseous. The cgm was rapidly dropping from 379 mg/dl to 165 mg/dl to 44 mg/dl. The patient's wife was not able to check a finger stick reading during this time. She gave the patient a glucose tablet to increase the patient's bg and took the patient to the hospital. At the hospital, an x-ray was done and blood tests. At the hospital, the patient's bg was 684 mg/dl while the cgm was 174 mg/dl. The patient was treated with an insulin drip and electrolytes. The patient was transferred to the intensive care unit and was discharged on (B)(6) 2024. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9 device available for evaluation - correction d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.